Event description:
It was reported that prior to an unknown procedure, after removed the device from the package, it was found the product marking on the handle was missing. Please see the picture attached. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Packaging labeling issue the analysis results found that the cdh29a device arrived with the side-label missing, otherwise in good visual condition. No functional test was performed. While no conclusion could be reached as to how the damage to the device occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received; what type of procedure was the device going to be used in? -laparoscopic resection of rectal cancer. Was the missing piece noticed before the device was used on the patient? -yes. If no, was the device used on the patient? -na. If the device was used on the patient, did the surgeon ensure that the piece did not fall into the patient? -na. Was the missing piece found in the packaging? -no. If the piece was found, will it be returned with the device? -na.